Event description:
During implant, a lead was inserted into the implantable neurostimulator (ins) and the setscrew was tightened. The ins was then inserted into the pocket and impedances were measured. All impedances were within normal ranges. The ins was then removed from the pocket at which point, the lead fell out. The health care professional reinserted the lead and tightened the setscrew, making sure the lead was snug. The impedances were measured again and a manufacturer's representative read >4000 ohms on all of the bipolar and unipolar pairs. The ins was replaced and the new ins had impedances within normal ranges. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).